Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method for insulin therapy.